Manufacturer narrative:
Additional information: further information indicated that this report is a duplicate to report number: 2183959-2018-60529. Additional product component: model number/catalog number: 72400098 and 72400024. Serial number: null and null, batch/lot number: 100070700 and 1000069289, model/catalog description: control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced feeling too much pressure on the urethra resulting from the cuff being too tight with an artificial urinary sphincter (aus). The 4.0cm aus cuff was explanted a week post-implant and a new 4.5cm cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted. Further information indicated that this report is a duplicate to report number: 2183959-2018-60529.

Manufacturer narrative:
Additional product component: model number/catalog number; 72400098 and 72400024, batch/lot number: 100070700 and 1000069289, model/catalog description, control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced feeling too much pressure on the urethra resulting from the cuff being too tight with an artificial urinary sphincter (aus). The 4.0cm aus cuff was explanted a week post-implant and a new 4.5cm cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.